Manufacturer narrative:
Please reference related manufacturer reports nos: 2015691-2019-04203 and 2015691-2019-04206.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA: 20-00141.

Manufacturer narrative:
This is one of three manufacturer reports being submitted for this case. The valve remains implanted is not available for return and evaluation. Per the instructions for use (IFU), paravalvular leak (pvl) is a potential adverse event associated with bioprosthetic heart valves. Paravalvular leak refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue, as a result of a lack of appropriate sealing of the valve to the target site. Some pvl is not uncommon post deployment. Many cases are mild to moderate, and either resolve over time or do not cause symptoms. Others may be more clinically significant and require intervention. The mechanism behind worsening or late pvl is not well understood but may be related to cardiac remodeling. In this case, there was no allegation or indication a product deficiency contributed to this adverse event. With the limited information provided, it is unclear whether the pvl was around the pre-existing bioprosthetic valve or around the sapien 3 valve. The cause of the pvl is unknown but may be a result of cardiac remodeling, as mentioned above. A review of edwards lifesciences risk management documentation was performed for this case.  The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required. Sinha, sanjay, et al. "Application of transcatheter valves for aortic valve replacement in pediatric patients: a case series." Catheterization and cardiovascular interventions (2019).

Event description:
As reported through article "application of transcatheter valves for aortic valve replacement in pediatric patients: a case series", the tavr procedure was performed on pediatric patients with a total of 6 patients receiving sapien xt and sapien 3 valves. One 18 year old patient received a 26 mm sapien 3 valve within a pre-existing bioprosthetic valve and developed a paravalvular leak that required re-ballooning of the valve approximately 3 months post procedure. The pvl went from mild at 1 week post tavr to mild-moderate at the 3 month visit. After post-dilation the pvl was reduced back to mild.